Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information reported the pump was replaced due to a ¿failed pump¿. The patient was doing fine.

Manufacturer narrative:
Analysis of the pump revealed pumphead s2 overinfusion; insufficient pump tube occlusion.

Event description:
It was later reported they have pulled out less than the expected volume at the past two refills. The actual residual volume (arv) 12ml is less than the expected residual volume (erv) 16.8ml. The patient ¿seems to be getting good therapy.¿ they plan to reset the reservoir volume to 12 ml and continue to monitor the situation. The pump was delivering hydromorphone and bupivacaine. It was reported the actual residual volume (arv) is less than the expected residual volume (erv). Arv: 1 or 2ml, erv: 6ml. The patient did not experience any symptoms. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the date of onset of the event was (B)(6) 2013. On "(B)(6)" the patient was hospitalized with stomach issues. On "(B)(6)" the patient was admitted to the hospital for abdominal pain, low back pain and nausea. Additional volume discrepancies were reported as follows: (B)(6) 2013: erv 2.5, arv 1.0; and (B)(6) 2013: erv 6.0, arv 1.0. The patient had not had any stomach issues since the pump explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported a volume discrepancy occurred. The actual residual volume (arv) was less than the expected residual volume (erv) arv: 1ml: erv: 4.7ml. This was the third consecutive refill where they got less than they expected. It was later reported the patient did not experience any symptoms or adverse events, however, the clinician noticed a volume discrepancy. The plan was to update the reservoir volume to reflect what was actually withdrawn from the reservoir at that time and monitor the patient and bring the patient back on (B)(6) for a refill and determine if there was a volume discrepancy again. There was another volume discrepancy reservoir volume that indicated 4.7ml in pump and only 1ml was aspirated from the reservoir. The plan was to replace the pump in the coming weeks. Surgery date has not been provided yet. It was later reported the patient experienced an increase in pain prior to the refill. The patient was on oral pain medication; nucynta 75mg tablets. A manual check of the volume was done on (B)(6) 2013 with sterile technique showing a discrepancy slightly outside the acceptable range. The erv was 16.8ml; the arv was 12ml. The plan was to continue to monitor the patient. If the pattern of volume discrepancy continues then the physician will consider replacing the pump. The patient outcome was no injury.

Event description:
Additional information reported a volume discrepancy occurred. The expected volume was 7.2 ml. The actual volume was 2.5 ml. A dye study and rotor/roller study were performed. The reservoir contained less drug then the reservoir volume indicated. The pump was replaced due to the discrepancy during the last three refills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.